Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg may have "reset itself" to alternative parameters than what had been programmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable pulse generator (ipg) exhibited no telemetry and no capture. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis confirmed no telemetry and no output. The failures were due to a defective crystal. If information is provided in the future, a supplemental report will be issued.